Event description:
Boston scientific received information from the patient's health care professional (hcp) that this pacemaker had displayed an estimated remaining longevity of less than 6 months for approximately 10 months. The patient was reported be in a persistent mode switch. A save to disk was sent in for boston scientific technical services (ts) to review. The device had no resets and no recorded memory errors and was currently in an atr mode switch. The device was determined to have been operating in the lowest current bin and was not near a bin boundary. Elective replacement near (ern) had been set and the last charge time measurement was getting close to setting elective replacement time (ert). The hcp reported that the patient would be seen in two months time for follow up. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.